Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the "adaptivestim" function was utilized on ins for the first time a month ago. The resulted voltage was higher than the voltage that was set up. When the patient laid down, the set voltage was supposed to be 1.5v, but the real voltage was 2.5v. The ins worked normally, but "adaptivestim" function was out of order. There were no external contributing factors; it seemed like there was no environmental effect. Troubleshooting/diagnostics were performed: tried to reset the program and the patient programmer, but the problem was not solved. Currently the patient has been turning off the "adaptivestim" function on the ins to resolve the issue. The issue was not resolved at the time of this report. No surgical intervention occurred, nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the issue remained unresolved as of 2018-sep-18. There remained no further complications reported or anticipated.